Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that the cause of the positional zingers had not been determined. The rep reported that the patient's therapy was good overall, not sure if it was due to the weight loss. The rep reported that they showed the patient how to turn off adaptive stimulation to see if that would help or stop he zingers. The rep reported that the patient had more weight to lose and they would discuss following after the patient hit her target weight to reorient the neurostimulator (ins) or reprogram if needed. The rep reported that the patient was good with that and overall still happy with the therapy. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain via a manufacturer¿s representative (rep) the rep reported that the patient got positional zingers periodically, can be random. The rep reported that the patient has lost (B)(6) since (B)(6) while on a special supervised diet. The rep reported that they checked impedances and nothing out of the ordinary was noted. The rep also reported that the patient stated the battery did seem to move around a bit in the pocket. The rep reported that the patient would continue to use the system and when she achieved her target weight, they would reprogram. The rep reported that they discussed turning off adaptive stimulation. No further complications were reported.